Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2004. Sought medical attention for redness and swelling at the piercing site in 2005. An incision and drainage was performed and an oral antibiotic was prescribed.